Event description:
A pharmacist reported that a cassette was defective, a message was displayed and there was a fluid issue. Additional information has been requested but not received to date. This is one of two reports being filed by the same reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the lot specific to this event is not known; therefore, lot history and device history record (DHR) review were not possible. The returned sample was visually inspected and it was found that the number 3 and number 4 ID tab had been broken off the housing. The potential root cause of the broken ID tab is a defect that occurred during the assembly process.